Event description:
The reporter stated the surgeon was inserting an aa4204vf silicone single piece lens, but the lens would not inject correctly. There was patient contact, but no injury, no enlarged incision or sutures. Additional information was requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Other (lens would not inject correctly). Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of dark surgical residue on lens surface. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B)(4).